Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm every single time they changed battery. Customer's blood glucose value was 260 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete rewind. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board.